Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The rep stated that they received a call from an hcp stating that the patient¿s ins pocket was hot. It was recommended that they turn off the stimulation for a few days to assess the symptoms. The hcp states that the patient¿s sensation has been for about a month but they are also getting good therapy benefit. The hcp noted that the patient does not have an infection. The rep would follow up with the patient next week if the heat subsides after turning the stimulation off. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the implantable neurostimulator pocket being hot was not determined. Impedances tested normal. The patient was planning on turning the stimulation back on after having a bone scan. There were no further complications reported.